Event description:
It was reported, the customer's screen was foggy on their insulin pump. Customer stated, the issue would intermittently occur. Customer also stated the fog on their screen made it difficult for them to read the screen. Customer's blood glucose was 6.1 mmol/l. The customer also stated they did not expose their insulin pump to any type of fluid. Troubleshooting found the insulin pump passed a selftest. Customer also stated there was no unusual alarms on their insulin pump. The customer will continue to use their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.